Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with redness, inflammation, pustules, and infection, extended beyond the patch perimeter. At first the reaction was treated by putting betadine, but a few days after this a doctor would have been consulted and the patient was given a prescription for clindamycin tablets. At the time of the report, the patient was in normal condition. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).